Manufacturer narrative:
Please note that the initial reporters phone number in (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15851699 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2015-00468 and # 9616099-2015-00469.

Event description:
As reported, the patient was enrolled in a clinical study (B)(6) for sfa and the case number is (B)(6). During the study index procedure, the patient has two (2) stents implanted in the target lesion with no reported issue: a 120/150 smart 7 x 150, and a smart control 8 x 100. The target lesion was superficial femoral artery (sfa). The lesion was reported to be: a 100% stenosis, moderately calcified and not tortuous. Approximately thirteen months after the study index procedure, the patient had a regularly scheduled examination and was noted to have a decreased ankle brachial index (abi) value with redness/blackness of the lower limb(s). Angiography revealed a seventy five percent stenosis (75%) and a chronic total occlusion (cto) at the level of the left below the knee, anterior tibial, and peroneal arteries (btk, ata, peroneal). The lesion was treated by balloon angioplasty (pta/poba). The patient was reported to have partially recovered two (2) days after the intervention. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Additional information received indicated that it was unknown if both stents implanted in the same target lesion/leg. It was unknown if the stents implanted in overlapping fashion or if both stents were restenosed. The patient¿s medical history and post-procedure medical regimen were unknown. It was not known if the patient was compliant with the post-procedure medical regimen. The patient was enrolled in (B)(6). During the study index procedure, the patient had two (2) stents implanted in the target lesion with no reported issue: a 120/150 smart 7 x 150, and a smart control 8 x 100. The target lesion was superficial femoral artery (sfa). The lesion was reported to be: a 100% stenosis, moderately calcified and not tortuous. Approximately thirteen months after the study index procedure, the patient had a regularly scheduled examination and was noted to have a decreased ankle brachial index (abi) value with redness/blackness of the lower limb(s). Angiography revealed a seventy five percent stenosis (75%) and a chronic total occlusion (cto) at the level of the left below the knee, anterior tibial, and peroneal (fibular) arteries. The lesion was treated by balloon angioplasty. The patient was reported to have partially recovered two (2) days after the intervention. Additional information received indicated that it was unknown if both stents implanted in the same target lesion/leg. It was unknown if the stents implanted in overlapping fashion or if both stents were restenosed. The patient¿s medical history and post-procedure medical regimen were unknown. It was not known if the patient was compliant with the post-procedure medical regimen. The products were not returned for analysis. (B)(4): a device history record (DHR) review of lot 15851699 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿no alleged quality issue¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and a rate of stenosis of 100% may have contributed to the reported event. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Well documented potential complications of stent placement are subsequent intimal hyperplasia and occlusion. Progression of atherosclerosis is an expected outcome of the disease process. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2015-00468 and # 9616099-2015-00469.

Manufacturer narrative:
Additional conclusion code added. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2015-00468 and # 9616099-2015-00469.